Event description:
During an in clinic follow up, noise was noted on the right ventricular (rv) lead. Provocative testing was performed and no anomalies were noted. Diagnostic imaging was also performed, the results were unable to be provided however. Reprogramming has been performed to resolve the event. The patient was stable and will continue being monitored. Further information has been requested but has not yet been provided.

Event description:
Additional information was received indicating the noise resulted in oversensing.